Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 886702,8h3276) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and thyroid disorder. Concurrent conditions included uterine bleeding, submucous leiomyoma of uterus, pelvic pain, uterine leiomyoma, endometriosis, peripheral arterial disease, myomectomy, uterine fibroid and pelvic adhesions. Concomitant products included tranexamic acid (lysteda) from 2014 to 2018 for heavy periods as well as ferrous sulfate (feosol), insulin porcine (pork actrapid), lactobacillus acidophilus and thyroid. In 2007, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and nausea ("nausea"). In 2014, the patient experienced constipation ("constipation"). In 2016, the patient experienced fatigue ("fatigue") and anaemia ("anemia"). In 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (blad;der/ urinary tract/vaginal) type: bladder") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), hyperhidrosis ("hormonal changes describe: "sweats""), mental disorder ("psychological or psychiatric problems"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, pelvic pain, female sexual dysfunction, cystitis, dysmenorrhoea, dyspareunia, fatigue, alopecia, vaginal discharge, mental disorder, urinary tract disorder, bladder disorder, gastrointestinal disorder, anxiety and anaemia outcome was unknown and the abdominal pain, nausea and constipation had resolved. The reporter considered abdominal pain, alopecia, anaemia, anxiety, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hyperhidrosis, menorrhagia, mental disorder, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion dates 2007, 2008 and (B)(6) 2010 discrepancy noted in hsg dates 2008 and (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. X-ray - in 2008: fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: menorrhagia, fatigue, vaginal hemorrhage and uterine perforation. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs received- new event anxiety and anemia were added. Reporter information was added. Lot number and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 886702-not val ,8h3276-not val) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and thyroid disorder. Concurrent conditions included uterine bleeding, submucous leiomyoma of uterus, pelvic pain, uterine leiomyoma, endometriosis, peripheral arterial disease, myomectomy, uterine fibroid and pelvic adhesions. Concomitant products included tranexamic acid (lysteda) from 2014 to 2018 for heavy periods as well as ferrous sulfate (feosol), insulin porcine (pork actrapid), lactobacillus acidophilus and thyroid. In 2007, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and nausea ("nausea"). In 2014, the patient experienced constipation ("constipation"). In 2016, the patient experienced fatigue ("fatigue") and anaemia ("anemia"). In 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (blad;der/ urinary tract/vaginal) type: bladder") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), hyperhidrosis ("hormonal changes describe: "sweats"/sweating"), mental disorder ("psychological or psychiatric problems"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and anxiety ("anxiety") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, pelvic pain, female sexual dysfunction, cystitis, dysmenorrhoea, dyspareunia, fatigue, alopecia, vaginal discharge, mental disorder, urinary tract disorder, bladder disorder, gastrointestinal disorder, anxiety, anaemia and uterine leiomyoma outcome was unknown and the abdominal pain, nausea and constipation had resolved. The reporter considered abdominal pain, alopecia, anaemia, anxiety, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hyperhidrosis, menorrhagia, mental disorder, nausea, pelvic pain, urinary tract disorder, uterine leiomyoma, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion dates 2007, 2008 and (B)(6) 2010. Discrepancy noted in hsg dates 2008 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. X-ray - in 2008: fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: menorrhagia, fatigue, vaginal hemorrhage and uterine perforation. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. Event: fibroids added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 886702-inv ,8h3276-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and thyroid disorder. Concurrent conditions included uterine bleeding, submucous leiomyoma of uterus, pelvic pain, uterine leiomyoma, endometriosis, peripheral arterial disease, myomectomy, uterine fibroid and pelvic adhesions. Concomitant products included tranexamic acid (lysteda) from 2014 to 2018 for heavy periods as well as ferrous sulfate (feosol), insulin porcine (pork actrapid), lactobacillus acidophilus and thyroid. In 2007, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and nausea ("nausea"). In 2014, the patient experienced constipation ("constipation"). In 2016, the patient experienced fatigue ("fatigue") and anaemia ("anemia"). In 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (blad;der/ urinary tract/vaginal) type: bladder") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), hyperhidrosis ("hormonal changes describe: "sweats"/sweating"), mental disorder ("psychological or psychiatric problems"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and anxiety ("anxiety") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, pelvic pain, female sexual dysfunction, cystitis, dysmenorrhoea, dyspareunia, fatigue, alopecia, vaginal discharge, mental disorder, urinary tract disorder, bladder disorder, gastrointestinal disorder, anxiety, anaemia and uterine leiomyoma outcome was unknown and the abdominal pain, nausea and constipation had resolved. The reporter considered abdominal pain, alopecia, anaemia, anxiety, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hyperhidrosis, menorrhagia, mental disorder, nausea, pelvic pain, urinary tract disorder, uterine leiomyoma, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion dates 2007, 2008 and (B)(6) 2010. Discrepancy noted in hsg dates 2008 and (B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. X-ray - in 2008: fibroids. Most recent follow-up information incorporated above includes: on 15-feb-2020: update of information (batch is invalid) product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 886702-not val ,8h3276-not val) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and thyroid disorder. Concurrent conditions included uterine bleeding, submucous leiomyoma of uterus, pelvic pain, uterine leiomyoma, endometriosis, peripheral arterial disease, myomectomy, uterine fibroid and pelvic adhesions. Concomitant products included tranexamic acid (lysteda) from 2014 to 2018 for heavy periods as well as ferrous sulfate (feosol), insulin porcine (pork actrapid), lactobacillus acidophilus and thyroid. In 2007, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and nausea ("nausea"). In 2014, the patient experienced constipation ("constipation"). In 2016, the patient experienced fatigue ("fatigue") and anaemia ("anemia"). In 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (blad;der/ urinary tract/vaginal) type: bladder") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), hyperhidrosis ("hormonal changes describe: "sweats""), mental disorder ("psychological or psychiatric problems"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, pelvic pain, female sexual dysfunction, cystitis, dysmenorrhoea, dyspareunia, fatigue, alopecia, vaginal discharge, mental disorder, urinary tract disorder, bladder disorder, gastrointestinal disorder, anxiety and anaemia outcome was unknown and the abdominal pain, nausea and constipation had resolved. The reporter considered abdominal pain, alopecia, anaemia, anxiety, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hyperhidrosis, menorrhagia, mental disorder, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion dates 2007, 2008 and (B)(6) 2010. Discrepancy noted in hsg dates 2008 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. X-ray - in 2008: fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: menorrhagia, fatigue, vaginal hemorrhage and uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and thyroid disorder. Concurrent conditions included uterine bleeding, submucous leiomyoma of uterus, pelvic pain, uterine leiomyoma, endometriosis, peripheral arterial disease, myomectomy, uterine fibroid and pelvic adhesions. Concomitant products included tranexamic acid (lysteda) from 2014 to 2018 for heavy periods as well as ferrous sulfate, insulin porcine (pork actrapid), lactobacillus acidophilus and thyroid. In 2007, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (blad;der/ urinary tract/vaginal) type: bladder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), hyperhidrosis ("hormonal changes describe: "sweats""), nausea ("nausea"), vaginal discharge ("vaginal discharge"), mental disorder ("psychological or psychiatric problems"), constipation ("constipation"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, pelvic pain, female sexual dysfunction, cystitis, dysmenorrhoea, dyspareunia, fatigue, alopecia, vaginal discharge, mental disorder, urinary tract disorder, bladder disorder and gastrointestinal disorder outcome was unknown and the abdominal pain, nausea and constipation had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hyperhidrosis, menorrhagia, mental disorder, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion dates 2007 and 2008 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. X-ray - in 2008: fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: menorrhagia, fatigue, vaginal hemorrhage and uterine perforation most recent follow-up information incorporated above includes: on 1-may-2019: pfs received. Case become incident. Event injury nos was replace with new events. Events added - uterine perforation, pelvic pain, abdominal pain, menorrhagia, vaginal bleeding, female sexual dysfunction, bladder infection, menstrual cramp, painful intercourse, fatigue, hair loss, sweats, nausea, vaginal discharge, psychological disorder nos, constipation, bladder disorder and urinary tract disorder were added. New reporter and consumer address were added. Patient demographic details were added. Concomitant medications, medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.